Manufacturer narrative:
(B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Bezoar is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the patient was hospitalized due to stomach pain, vomiting and nausea. The j tube was pulled inside, a gastroscopy revealed that the j tube was stretched inside the intestine and wouldn't move. It was decided to cut the tube. There was bezoar on the j tube that pulled the peg tube and the ring of the peg tube went through the pylorus of the digestive system.